Event description:
Patient received inappropriate therapies caused by sensing anomaly. The lead was explanted due to a suspected fracture.

Manufacturer narrative:
Analysis noted an abrasion on the outer insulation at 12 cm from the pin, exposing the proximal cable. This would cause the reported sensing anomaly and deliver inappropriate therapies when in contact with the ICD can. The lead abrasion is consistent with that produced by friction with the ICD can. The electrical characteristics of the lead were found to be normal.